Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the torn and peeled off tissue pad could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the tissue pad on the thunderbeat device was torn and had peeled off. There was no patient involvement.